Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation.

Manufacturer narrative:
The associated complaint device was not returned for evaluation. Please see the attached file for the results of our investigation.

Event description:
It was reported that patient had a revision surgery due to infection and inflammatory reaction to the polyethylene insert.